Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited episodes of noise, high capture threshold and low pacing impedance. Fluoroscopy revealed that the ra lead had dislodged. The rv lead and ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.